Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). The customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective and needed to be replaced. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malf. Message was displayed on the intellivue x3 and the device was completely out of sound. The device was in use on a patient. There was no report of patient or user harm.